Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(6) 2018 07:55:11 (B)(6). Npi not confirmed unit received unexpectedly ups tracking number (B)(4). Please note: unit will not be marked received/prcd until npi is confirmed and additional information is received/ confirmed by customer as unit was received without it. 02/06/2018 06:44:09 dwayne davids (ddavids) for any additional repairs contact (B)(6). (B)(6) 2018 11:05:09 ngoc t bui (nbui) lvp door latch recall completed. (B)(6) 2018 13:53:32 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4).